Event description:
Procedure: esophagectomy. According to the rptr: the device could not cut cleanly. While in use sometimes high-pitched strange sound was heard. The device was hardly able to cut the tissue, and a new device was opened to complete the procedure. There was no bleeding, no tissue damage, no add'l tissue loss, and nothing fell into the cavity. Operative time was not extended.

Manufacturer narrative:
(B)(4).